Event description:
It was reported that the procedure was to treat a chronically totally occluded, heavily calcified, and 90% stenosed mid left anterior descending artery. The 3.0 x 23 mm xience v was advanced to the lesion; however, it would not cross. There was resistance felt with the anatomy when removing the device and after removal there were damaged struts. Another xience v was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Damaged struts were confirmed via analysis of the returned device. Failure to advance/cross the lesion and difficulty to remove from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.